Event description:
The customer reported the system displayed a filament error, a kv error, and a precharge error at boot up. These errors likely resulted in a system shut down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries and the high voltage cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.